Manufacturer narrative:
Initial report: additional information was requested. The investigation will be updated should further information be provided. Supplemental report: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow-up. Remaining longevity decreased ten years in one year period. Battery depletion will continue to be remotely monitored. This device remains in service. No adverse patient effects were reported. The complaint device still remains in service; therefore, no product analysis could be performed. The complaint investigation conclusion code is no problem detected.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow-up. Remaining longevity decreased ten years in one year period. Battery depletion is planned to be re-evaluated via remote monitoring. This device remains in service. No adverse patient effects were reported.